Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The reported clip caught in chordae was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr), severe restriction of posterior leaflet all long the coaptation line, and a rotated heart for a mitraclip procedure. A mitraclip ntw was attempted to be placed on the medial part of the valve however there was difficulty grasping and capturing the leaflets and providing sufficient mr reduction. The clip was removed, and a mitraclip xtw was selected. The clip was implanted within the medial part of the valve. A second mitraclip xtw was inserted, during placement on the valve the clip got stuck in the chordae. Troubleshooting was performed, but the clip was unable to be freed from the chordae and it was decided to deploy the clip. Leaflet insertion assessment was performed and both leaflets were inserted. After deployment a single leaflet device attachment (slda) occurred. The clip was detached from the anterior leaflet. Per the physician, the slda was likely caused by thin leaflets, difficulty with imaging, large gap between leaflets, the abnormal cardiac size and anterior orientation. It was reported that there was some difficulty visualizing the clip during procedure due to the anterior rotation of the heart. The final mr was grade 4. There was no clinically significant delay.